Event description:
Reportedly, the lead was implanted on (B)(6) 2026. The lead was well implanted. Threshold 0,75 v/ 0,35ms - 563 ohm - 11,39 mv. One day post-implantation: on (B)(6) 2026: no capture at 1ms - low impedance (315 ohm on the cso file / 280 ohm on the physician report). On (B)(6) 2026: operating room => no micro or macro dislodgement. When the sleeve is released, the impedance value rises to 700 ohm, but still no capture at 5v. Decision to replace the lead by a new one (vega r).